Event description:
On (B)(6) 2013, customer claims something in the unit caused her to have an allergic reaction.

Manufacturer narrative:
Her doctor and dentist have her on antibiotics and a mouth rinse. Her lips and gums are very irritated and peeling. Consumer claims the box and plastic was sealed when she purchased it. Consumer claims the unit had a mint taste when she used it and she only put water in it. Product was requested to be sent back for evaluation. On (B)(6) 2013, request for dental and doctor info in relation to this claimed incident was sent to the consumer.